Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called stating that due to a storm, there is one port in the battery charger that is not working and has a burned smell. Patient stated that the 3 other ports are charging fine.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the heartmate charger not working, was confirmed when the returned charger was evaluated by technical service. Damaged components with dried fluid residue and corrosion were found on the charger ps board. Dried fluid residue was found on the slot# 4 pocket cable assembly. The line fuse in the power entry module was blown. The rear connectors on the power entry module were discolored from the ingress. The customer reported that the charger had been exposed to fluids during a storm. The charger ps board was damaged as a result of fluid ingress ¿ likely causing an electrical short and extensive component damage. There was dried fluid residue and corrosion on the channel 3 and channel 4 ac input power circuits. The slot #4 pocket cable assembly, which had dried fluid residue on it, is located above the damaged power circuitry. Due to the extensive damage, no operational testing was performed on the charger ps board. Heartmate universal battery charger (ubc) status messages associated with the event (red fault indicators) are addressed in the heartmate 3 lvas patient handbook, section 'battery charger alarms' and the heartmate ubc instructions for use, section 'charging status and alarms'. Keeping the heartmate universal battery charger away from water or moisture is documented for the customer in the ubc instructions for use , "keep the ubc away from water or moisture." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h5, h8: correction